Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, lens was clogged. The lens did not enter the patient's eye. The surgery was completed after replacing the product with another one.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was not observed. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Solution is dried on the intraocular lens (iol), the optic is scratched/marked rejectable. Additional information: the complainant indicates the use of non-company viscoelastic, which is not qualified for use with associated model. This is not a qualified company product combination. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).